Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Tampon inserted deep enough that I can't reach it....the cord is also stuck in me [foreign body in reproductive tract] case narrative: consumer reported via phone that the tampon and cord became stuck in her. No serious injury was reported.